Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the issue was a kinked cannula. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a (B)(6) white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a bipella cp-rp support initiated for post-op bentall patient. The cp kinked within the new valve and was explanted and replaced. A new cp was placed, and support proceeded until care withdrawn and patient expired.